Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose of the customer was 570 mg/dl at time of incident. Customer stated that insulin pump had no delivery alarm. Customer had been using the insulin pump system within 48 hours of reported high blood glucose. The customer was treated for high blood glucose level. The customer declined troubleshooting. The insulin pump will not be returned for analysis.